Manufacturer narrative:
510k: this report is for one (1) unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device remained implanted; as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, an open reduction internal fixation (orif) was applied to a surgery for humeral supracondylar fractures. During the insertion of the locking screw using a drive shaft that was attached to the torque limiting, a clicking sound was not heard and the screw was not locked on the plate. The surgery was completed without locking the screw. There was no surgical delay and no adverse consequence to the patient reported. Concomitant device reported: screwdriver: (part# unknown, lot# unknown, quantity# 1). This report is for one (1) unknown locking screw. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further clarified that surgery was completed using the same plate and surgeon left the screw unlocked in the patient¿s body.